Event description:
It was reported post implant a realize band, patient had intermittent abdominal pain and a loss of restriction. The port was disconnected. The strain relief and locking connector were still connected. The port was replaced and tubing reconnected. There was no patient consequence.

Manufacturer narrative:
(B)(4).

Event description:
Port revision surgery on (B)(6), 2010 without adverse impact to the patient.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.